Manufacturer narrative:
The hill-rom technician found during a between pt inspection the head right brake caster not holding due to it being broken. The technician replaced the head right brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating that the head right brake caster would not hold. The bed was located in a hill-rom service center and not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).